Manufacturer narrative:
The technician found a bolt sheared off of the siderail latch post. He replaced the latch post and hardware to repair the stretcher.

Event description:
Info received indicates the siderails will not latch in the raised position.